Event description:
Complainant alleged that during a routhine shift check by a clinician, the device had no video display. Complainant indicated that there was no patient involvement in the reported malfunction.